Event description:
Five days after the procedure the pt returned to the hosp with chest pain. Thrombus was later found within the two implanted cypher stents.

Manufacturer narrative:
This patient presented for elective treatment of a de novo lesion in the proximal to mid left anterior descending artery (lad) of 35mm in length in a 3.0-3.6mm vessel diameter. Pre-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200mg/day. Intra- procedure medications included heparin 10, 000 units. The (type c) eccentric lesion was calcified and flexion. Pre-dilation was conducted with a 4.0x10mm balloon at 12 atm before deploying a 3.0x18mm cypher stent at 16 atm. Then a 3.5x18mm cypher was deployed proximal to the first one, at 18 atm. Post-dilation was conducted with the same balloon at 24 atm. Ivus was conducted. The residual diameter stenosis measured 0% but there was an indentation at the mid section of the second stent due to calcification. Timi iii flows were recorded pre and post-procedure. Act was not measured. Five days after the procedure, the pt complained of chest pain and returned to the hosp. Angiography was performed and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration was conducted. Timi iii flow was restored but thrombus remained in the distal edge of the first cypher stent. A 3.0x18mm driver stent was deployed in the first stent. Poba was conducted in the second cypher with the sds balloon of the driver stent. The physician commented that the cause of the thrombotic event was due to the indentation in the second cypher and the blood flow was slow due to the bump of the stent. The diameter of the distal vessel was also small. Please note that this product, (cjs18350, lot no.i0706040) is not distributed in the united states. However, it is similar to the us distributed device, cxs18350. This product is not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing number 9616099-2006-01612 and 1611.